Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were a lot of air bubbles and customer did not normally these issues with 1 reservoir. Customer's blood glucose level was unknown. Customer reported that size of air bubble was approximate pinky finger. It was reported that the customer successful on the 3rd change for the set. The reservoir will not be returned for analysis.